Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and fecal incontinence. It was reported that they believe the operating room in a hospital room they have been it multiple times for surgeries is giving false impedances intra-op. They used an absorbable antibacterial envelope during the procedure on (B)(6) 2024 and did an impedance check at the very end of the procedure with the ins in the pocket and all contacts showed k ohms. They redid the test a couple times and then opened the doors to the operating room as the caller said they were told by staff that there were instances with other biomedical equipment where opening the doors helped to resolve issues. They then cleaned and dried the lead and reseated the lead but issues persisted. The caller states they took the ins out of the pocket, removed the absorbable antibacterial envelope, removed lead and wiped it again and reseated. The caller states the doct or then tested out of pocket. They then tested in the pocket and only 3 of 4 contacts showed 4k ohms. They then closed the patient up. During post operation recovery all impedances showed within normal range. The caller believes this room in particular has an issue.